Event description:
It was reported that the ilet user experienced a low glucose episode while preparing for breakfast, relied on continuous glucose monitor readings without a confirmatory fingerstick, and repeatedly consumed fast-acting carbohydrates, which constituted an improper method and failure to follow instructions for treating hypoglycemia. Symptoms included hypoglycemia and hyperglycemia ranging from 58 mg/dl to 328 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.